Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log/archive analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. H6: fdm b01, fdr c10, and fdc d02 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 1.3.2, ubd: , UDI#: device evaluated by MFR: the manufacturer representative (rep) went to the site to test the navigation system. The site reported a few instances of software freezing/crashing over the last multiple of months. The rep was not able to replicate the issue in cranial spine or ent workflows. The system passed the checkout, however the hard drive may need to be replaced since the software keeps freezing. Associated codes: b01, c13, d02 the software logs were received pending analysis. Associated codes: b21, c21, d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unresponsive. The manufacturer representative (rep) stated that the system had been becoming unresponsive due to unknown reason. In the past they¿ve had some freezing issues with their system and the rep went and deleted some patient files and it seemed to remedy the issue for a while, but it¿s beginning to happen again and the rep suspects that the site may want to look at replacing the hard drive on the system. The site stated that on monday, march 13th during a lumbar spinal fusion of where the system froze mid case, and shut down. Luckily they were able to reboot the system and the navigation data was still available for them to continue the case, however it did present a 10 minute delay to the surgery. No reported impact to the patient.